Event description:
The customer reported that erroneously depressed total human chorionic gonadotropin (thcg) results with an over-pressure error message were obtained on a patient sample on an advia centaur cp analyzer. Initially, the customer ran the patient sample and received an over-pressure error. The sample was auto-repeated and obtained a above the assay range result. Subsequently, the sample was auto-diluted, which again resulted in an over-pressure error. The auto-diluted result was reported to the physician(s), who questioned the result. Then the sample was repeated thrice on the original analyzer, and the results recovered higher than the auto-diluted result with over-pressure error. The sample was repeated a second time on an alternate advia centaur cp analyzer, and the result recovered higher than the auto-diluted result without an over-pressure error. The repeat result obtained on the alternate analyzer was considered correct and was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed thcg results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that erroneously depressed total human chorionic gonadotropin (total hcg) result with an overpressure error message were obtained on a patient sample on an advia centaur cp analyzer. Quality control (qc) was acceptable on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer site. During the visit, the cse inspected the system, replaced the sample probe air pump assembly and sample air diluter. The cse verified the sample probe pressure, which was within the range, and five times precision tests with and without dilution, and no over-pressure errors were observed. Further, the cse ran qc, which recovered acceptably. Siemens evaluated the event and determined that the sample air diluter potentially contributed to the erroneously depressed total hcg results. The instrument is performing according to specifications. No further evaluation of this device is required.